Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump was still not controlling patient's pain well. The dose was 13.5 mg/day of hy dromorphone at the time of report. It was also reported that patient had a dye study about two months prior to the date of this report and the doctor did not use a kit from the manufacturer. The manufacturer representative was present at the dye study and had asked the doctor to use the kit from manufacturer but the doctor refused. The dye study was done twice and the results were "inconclusive." It was noted that the patient did not think the pump was working right as anytime patient do anything, he was in pain. It was noted that the pump was helping a little and patient's pain level was like six or seven instead of eight, nine or ten like it used to be. The drug dose has been increased but the patient was still not getting the expected therapy benefit. It was noted that the pain in patient's low back had made the patient's legs ache. It was noted that the pump "hits the bottom" of the patient's ribs. It felt tender all the time. The catheter felt like "it was in circles, like when you rope a hose." Patient's back felt tender, "like a knot" where the patient can feel the catheter. It was reported that the patient "itch sometimes;" it was not a constant itch but patient t felt it "occasionally" where he would itch in the back, as well as in his legs, arm and neck. Patient was dissatisfied with their healthcare provider services. It was noted that when the patient went for the refills, the doctor had to "stab the patient 10 to 15 times to find the hole" to access the pump.

Event description:
It was reported the patient¿s healthcare professional (hcp) was unable to aspirate the patient¿s catheter through the catheter access port during a dye study. The reporter stated that after being unable to aspirate the catheter, the hcp attempted to continue the dye study. It was noted the hcp attempted to perfuse approximately 5 ml of intrathecal contrast media through catheter. It was further noted the hcp was unable to ascertain a ¿bloom of dye¿ at the lead tip consistent with the catheter being patent and in the intrathecal space. The reporter stated the hcp ruled the dye study inconclusive. The reporter further stated the hcp emphasized the catheter must have been patent because they were able to aspirate 4 ml of solution form the reservoir fill port during a pump refill the same afternoon. It was noted the patient stated the pump was not working. It was further noted the patient¿s hcp did not recommend a course of action. It was noted the patient had less than 50% therapy relief. It was further noted the patient status at the time of this report was alive with no injury. The pump contained morphine. Additional information received reported the hcp ruled the study inconclusive. The reporter stated they were unable to determine the catheter issue or location of the problem. The reporter further stated they were unable to discern any contrast ¿bloom¿ at any point along the catheter or in the intrathecal space during the dye study. It was noted the manufacturing representative was unsure if the patient was scheduled for further troubleshooting or a revision. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).